Event description:
Dr went into the disk space to remove the disk, when he clamped down the top part of the pituitary he noticed the tip of the rongeur was broke off (4mm). All pieces are apparently there. These does not appear to be any shearing. No pt injury and extended surgery time was minimal.